Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was experiencing a skin irritation on his sides where two of the electrodes sit. The area was described as red burn-like marks. The patient also reported that one of the marks was opening. The patient was given a support bra by hospital staff that helped heal the irritation. During a follow-up, the patient indicated that the irritation had improved.